Event description:
Investigation results are now available.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that patient underwent initial hip surgery on an unknown date and was revised (B)(6) 2020 due to dislocation and periprosthetic femur fracture. It was noted that bones are osteogenic. Moreover, it is noted that the patient had a non-union of a previous proximal femur fracture dating back to 2019. Contributing conditions: suspected trauma and/or non-compliance caused the non-union. Review of received data: due diligence: no further due diligence required as all required information to support the conclusion is available or was already requested. X-rays: one single undated ap view of the right hip was received and reviewed by hcp. Assessment of imaging: there is superolateral dislocation of the right hip arthroplasty. Cerclage wires are present at the site of an oblique comminuted periprosthetic femur fracture of uncertain age, which is not united. At least three of the cerclage wires are disrupted. The bones are osteopenic. Impressions: right hip arthroplasty dislocation. Periprosthetic femur fracture with disrupted cerclage wires. Bone quality is osteopenic. The osteopenia could contribute to the femur fracture. Patient anatomy appears otherwise unremarkable. Cerclage wires are disrupted as noted. Product evaluation: no product was returned; therefore, visual and dimensional evaluation could not be performed. Review of product documentation: device purpose: this device is intended for treatment. Product compatibility: the product combination cannot be assessed due to unknown product identities. DHR review: review of the device history records identified no deviations or anomalies during manufacturing. Conclusion: it was reported that patient underwent initial hip surgery on an unknown date and was revised (B)(6) 2020 due to dislocation and periprosthetic femur fracture. It was noted that bones are osteogenic. Moreover, it is noted that the patient had a non-union of a previous proximal femur fracture dating back to 2019. Contributing conditions: suspected trauma and/or non-compliance caused the non-union. Based on the investigation the reported event can be confirmed. The x-ray shows an oblique comminuted periprosthetic femur fracture of uncertain age, which is not united. At least three of the cerclage wires are disrupted. The bones are osteopenic, which might have contributed to the original femoral fracture. Moreover, it is suspected that a trauma and/or non-compliance caused the non-union. The quality records show that all specified characteristics have met the specifications valid at the time of production. Therefore, the investigation did not identify a nonconformance or a complaint out of box (coob). Based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer switzerland manufacturing gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Manufacturer narrative:
Initially, zimmer biomet (B)(4) already submitted the required MDR to FDA on time (see 0001825034-2020-02101). On june 16, 2020, (B)(4) noticed that the involved stem is owned by the (B)(4) site and not (B)(4). That being said, winterthur is re-submitting this report with the (B)(4) manufacturer number. Medical product: unknown cup; catalog no#: unknown ; lot#: unknown. Versys head 32mm +3.5; catalog no#: unknown; lot#: unknown. Therapy date: (B)(6) 2020. The manufacturer did receive x-ray for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to periprosthetic fracture and dislocation.

Event description:
Patient was implanted on the unknown side and underwent revision surgery due to periprosthetic fracture and dislocation.

Manufacturer narrative:
Additional information was received on (B)(6) 2020. This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. Additionals: b5, d4, d6, d11, g4, g5, g7, h1, h2, h4, h10. Corrections: d2. The manufacturer received other source documents for review. Should any additional information become available or an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Zimmer¿s reference number of this file is (B)(4).